Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6 investigation summary: the device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned device found offset taper adapter trial has broken on the bottom of the device. The broken fragments were found stuck in the mating device. The observed breakage of the device was consistent with a component failure that may have been caused by exposure to unintended forces during the assembling or disassembling process. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional and dimensional test were unable to be performed since it was not applicable to the complaint condition due to the damage found. The overall complaint was confirmed as the observed condition of the offset taper adapter trial would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that post-operatively, one offset taper trial adapter was cross threaded into the 48.5x17 humeral head trial and sheared off. All pieces were collected. Second offset trial adapter threads were cracked upon post op inspection. There was no patient involvement.